Event description:
It was reported that this pacemaker system had shown right ventricular auto threshold test in suspension at high capture thresholds. This pacemaker system remains in service. No adverse patient effects were reported.